Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display while the home patient (hp) was connected, during fill 1. The technical service representative (tsr) had the home patient (hp) close all clamps and transfer set, cycle power off and on to the hc and the hc alarmed se 2367. The tsr had the hp cycle power off and on to the hc again with then displayed the message 'press go to start' prompt. The tsr explained the alarms and the hp stated a patient line disconnected and leaked in fill 1 causing the 2240 alarm. Proper procedures per the user manual were reviewed with the hp. The tsr advised the hp to inform their nurse of the alarm and start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the home patient (hp), they confirmed they are ok and have continued with their pd therapy. She advised that the disconnection was not with the patient line, it was the heater line to the heater bag. She confirmed that there were no damage/issues noted with either product; that it was probably that she didn't tighten it enough, herself.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) was confirmed; and the root cause was determined to be a loose connection between the patient line and supply bag, which is a use error that can cause system error 2240 alarms. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.